Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Customer stated that insulin exited tubing. It was unknown if the customer was using auto mode or not. Customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.